Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was seen at a routine follow-up. The ventricular lead showed an increase in threshold from 0.5v @ 0.5ms to 2.5v @ 1ms. The trend showed an increase in threshold began near the end of (B) (6) 2009, and remained high since then. Impedance had not changed since implant and remained constant at about 577 ohms. The ventricular outputs were programmed accordingly, and the lead remains in use. No patient complications were reported as a result of this event.